Event description:
A surgeon reported during a procedure the knife did not cut. The product was exchanged and the surgery was completed with no harm to the patient.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history records for the component lot was reviewed. Processing abnormalities were detected and could have contributed to the complaint. The associated lot (1) was mitigated and released based on manufacturer's acceptance criteria. Because a sample was not returned, the root cause for the defect "did not cut" reported by the customer cannot be determined. Some potential causes are improper handling, or contact with another instrument. (B)(4).